Event description:
Edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of ten (10) years, eight (8) months. The reason for re-operation was due to aortic stenosis. As reported, this (B)(6) female had prohibitive risk due to multiple prior sternotomies and refused a mechanical aortic valve replacement. Therefore, the patient was enrolled in an edwards clinical trial in which a valve-in-valve (viv) procedure was performed. No additional details provided.

Manufacturer narrative:
Method: device remains implanted. Additional manufacturer narrative: the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.